Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Correction/removal number: z-0955-2020. (B)(4). S/w 2.8c unit passed displacement test and self test. No unexpected blank display noted during testing.

Event description:
Medtronic received information that blank display occurred. There was no adverse impact or consequence reported as a result of this event.